Event description:
The customer reported that the central nurse's station (cns) lost full disclosure for 5 minutes on every patient after reboot. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) lost full disclosure for 5 minutes on every patient after reboot. The customer provided the cns logs so that they can be investigated. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost full disclosure data for every patient for 5 minutes after reboot. No patient harm was reported. Investigation summary: the customer provided the cns event logs for evaluation and investigation. The log analysis did not reveal potential causes for the cns rebooting. Error logs were found in the log analysis of the unified gateway. Nkc was aware of issues with bsm-1700s using wlan transport in system configurations that include enterprise gateways. A design change was made with the bsm-1700s to address the issue. Nkc recommended upgrading the bsm-1700s and monitoring for any recurrence of the issue. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: a2 - a6. B6 - b7. D10. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating they would be unable to provide the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) lost full disclosure data for every patient for 5 minutes after reboot. No patient harm was reported.